Manufacturer narrative:
(B)(4). The pituitary was returned to the manufacturer for evaluation. Visual examination confirmed the screws were missing from the ins truments. Witness marks were noted around the missing screw holes and handle screw heads; consistent with disassembly for cleaning and maintenance of instruments. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that during surgery the screw that holds jaw together fell off on the instrument. The screws did not fall into the patient. No patient complications have been reported.